Event description:
It was reported that during implant, the lead exhibited high lead impedance, high pacing thresholds, and a sensing anomaly. The lead was not implanted and replaced.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode that could cause high lead impedance measurement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.